Event description:
It was reported that the ultrasafe x100l png raspberry nvs stein experienced the end user being unable to detect the activation of the device and the user unable to activate the safety guard. The following information was provided by the initial reporter: the needle guard did not work smoothly. Even if the plunger head went down to (touched) the part of needle-shield release, the needle shield did not extend (a kind of stuck). When the plunger was fully pressed (hard), the needle shield extended. Difficult to activate needle safety device.

Manufacturer narrative:
H.6. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Complaint is unconfirmed. H3 other text : see section h.10.

Manufacturer narrative:
PMA/510(k)#: an additional PMA/510(k) was listed as k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l png raspberry nvs stein experienced the end user being unable to detect the activation of the device and the user unable to activate the safety guard. The following information was provided by the initial reporter: the needle guard did not work smoothly. Even if the plunger head went down to (touched) the part of needle-shield release, the needle shield did not extend (a kind of stuck). When the plunger was fully pressed (hard), the needle shield extended. Difficult to activate needle safety device.